Event description:
The customer contacted stryker to report that their device alarmed and failed to provide compressions. In this state, the device would not deliver chest compressions. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
H11 additional mfg narrative has been corrected: stryker evaluated the device and the reported issue was able to be verified and duplicated. Root cause was determined to be a damaged compression module as well as a failed control board and protective board. The repair was completed by replacing the control and protective boards in order to properly calibrate the device. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for service.

Event description:
The customer contacted stryker to report that their device alarmed and failed to provide compressions. In this state, the device would not deliver chest compressions. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's red and yellow mod cables to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for service. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.